Event description:
The customer reported, the ventilator display went blank, and did not alarm when the facility had a power outage. The customer reported, the ventilator alarmed during the first power outage, but did not alarm upon a second power outage. The ventilator reportedly then restarted. The device was in use on a patient, and there was no reported patient harm. The respironics service technician was unable to duplicate the reported problem. The service technician reported, the backup battery tested to specifications. Final testing, including extended self testing (est) was completed and the unit passed all tests to specifications.